Manufacturer narrative:
At this time, no product has been returned to argon for evaluation and the complaint could not be confirmed. A review of the device history records and inspection records was conducted and no similar concerns were found. Without the sample to review, a definite root cause and corrective action cannot be established. If the sample is returned at a future date, a follow up report will be submitted with the evaluation and conclusions.

Event description:
Line was occluded and then discontinued.

Manufacturer narrative:
A review of the device history records and inspection records was conducted and no similar concerns were found. One catheter was returned. An attempt to flush with a syringe was made, but could not be completed. The syringe could be withdrawn, but this did not allow the catheter to be flushed. No leakage was detected. Potential causes for occlusion include inadequate catheter preparation and maintenance or the use of incompatible infusates. This complaint is most likely a result of the handling of the device in the field. During manufacture of l-cath piccs, a 100% leak/flow test is conducted.